Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no vacuum pressure was felt while trying to remove air from the cartridge. Customer thought there was a leak; location was not known. Another cartridge and syringe were used. There was no reported impact to blood glucose.